Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient experienced weakness and numbness in their legs following a perm implant surgery on (B)(6) 2020. The patient was admitted to the hospital for overnight observation. The following day, the patient was doing much better and was released from the hospital. Stimulation therapy was turned on and it was effective.